Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, it was noted the physician expressed difficulty manipulating the ventricular lead. Following im plant, pacing failure of the ventricular lead was detected, as well as decreased r-wave measurements. In addition, it was confirmed that the ventricular pacing threshold began to increase the night of implant along with a high amount of sensing integrity counter (sic). A connection issue or loose pin were suspected. The output was increased, however the pacing failure persisted. During the revision procedure, the physician attempted to retract the helix to no avail. The lead end was cut, capped and a new ventricular lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.